Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Reportedly, the customer had been using expired insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection as well as a correction bolus via the pump to address the bgs. It was also reported that an occlusion alarm occurred. Customer could not remember how the occlusion was addressed therefore no additional information was obtained. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the novolog instructions for use: "do not use novolog that is viscous (thickened) or cloudy; use only if it is clear and colorless. Novolog should not be used after the printed expiration date."per the novolog instructions for use: "do not use novolog that is viscous (thickened) or cloudy; use only if it is clear and colorless. Novolog should not be used after the printed expiration date." Device not returned.